Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the display brightness test failed. The display was dim despite the brightness setting being at "10". Further investigation found the front panel display to be the cause of failure. A known good display was used for the remainder of the investigation. The display brightness test, voltage check, hi-pot test, and safety analyzer test were performed and passed. A post-accelerated simulated treatment (ast) for 2 hours 15 minutes with 8500 ml of volume was performed and completed without any failures or problems. There were no visual discrepancies encountered during the internal inspection of the cycler. There were no signs or evidence of sparking during testing. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be the front panel display. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that the back of a fresenius liberty select cycler (pd) machine sparked when the power cord was plugged in. The patient took the cycler to the clinic about a week ago. Upon returning home to setup the cycler, the patient encountered the spark. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up with the clinical manager, the clinical manager confirmed there was no damage to any other components related to the spark. Additionally, the replacement cycler is performing as intended. There was no patient involvement or injuries as a result of the spark.